Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 - patient weight added.

Event description:
Additional information received indicates the patient¿s ipg were explanted and replaced on (B)(6) 2021 resolving the issue.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.